Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while delivering insulin and the display screen is frozen. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised customer to remove the batteries but customer indicated that they do not have a back up plan. No further details provided.

Manufacturer narrative:
Button error alarm and esc button did not respond due to corroded keypad trace. No frozen screen noted. The insulin pump received with minor scratched display window and cracked reservoir tube lip.